Event description:
A customer reported they obtained high readings on their precision xtra meter. The customer reported they obtained readings of 120 mg/dl compared to 70 mg/dl with a laboratory meter within a 10 min timeframe. When plotted on the parkes error grid, the results fall in the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within range spec, the standard deviation was within spec and no errors were observed during control solution testing.